Manufacturer narrative:
D4: the UDI number is unknown as the part and lot number was not provided. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Patient effects of myocardial infarction, cerebrovascular accident, non-cerebral ischemia, hemorrhage, mitral stenosis, recurrent or worsening mitral regurgitation, foreign body in patient, embolism, heart failure, and renal failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects of myocardial infarction, non-cerebral ischemia, hemorrhage, mitral stenosis, recurrent or worsening mitral regurgitation, foreign body in patient, embolism, heart failure, renal failure and cerebrovascular accident and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event, implant date: estimated date. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional patient effects and/or device issues referenced in the article listed are filed under separate medwatch report numbers. Article titled "early and mid-term outcomes of percutaneous mitral valve repair with the mitraclip: comparative analysis of different euroscore strata¿.

Event description:
This is being filed to report recurrent mitral regurgitation (mr), worsening mr, myocardial infarction, foreign body, embolization, ischemia, stroke, hemorrhage, heart failure,stroke, renal failure, medical intervention, surgical intervention, and prolonged hospitalization. It was reported through a research article identifying mitraclip and steerable guide catheter devices and that may be related to the following :single leaflet device attachment/slda, complete clip detachment, recurrent mitral regurgitation (mr), worsening mr, myocardial infarction, foreign body, embolization, ischemia, stroke, hemorrhage, heart failure,stroke, renal failure, atrial perforation, medical intervention, surgical intervention, prolonged hospitalization, and death. Details are listed in the attached article, titled "early and mid-term outcomes of percutaneous mitral valve repair with the mitraclip: comparative analysis of different euroscore strata¿. No additional information was provided.